Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) does not turn on. The main printed circuit board (pcb), upper case, keypad flex, encoder assembly, four knobs, lower case, display, display frame, insulator label, four display frame screws, three case screws and four main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) does not turn on. It was further reported that the epg returned into service and subsequently tested out of specification during manufacture analysis. There was no patient involvement.